Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that loose tubing and cassette was defective during surgery. There was no report of surgery completion, procedure and patient harm details.

Manufacturer narrative:
Corrected information has been provided in b.5., h.2., h.10 and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the additional information received to the file, it was determined that the information provided for this event does not represent a reportable (device malfunction), since the tubing connected to the cassette was loose or not attached properly during calibration.